Manufacturer narrative:
Device evaluation: a review of the device noted wear abrasion, creases, and yellow particles observed on the surface of the shell.

Event description:
Physician reported no complaint against the right side device. Physician later reported capsular contracture, baker grade IV and double capsule diagnosed by MRI and ultrasound. Biopsy also performed. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Continued h.6 health effect impact codes: f2201 biopsy, f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Photo device evaluation: "visual analysis of the photographs identified: capsular contracture, double capsule: unable to observe since it is a medical event and is not related to the device. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package." The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reported no complaint against the right side device. Physician later reported capsular contracture, baker grade IV and double capsule diagnosed by MRI and ultrasound. Biopsy also performed. Device has been explanted and replaced with non-allergan device.